Event description:
It was reported that a patient with a 27mm 2700 aortic valve underwent a valve-in-valve after an implant duration of eight (8) years, seven (7) months due to severe aortic stenosis and regurgitation. Per the medical records, the patient presented with systolic heart failure at high risk for surgical aortic valve replacement. The tavr was successfully performed with a 29mm 9600tfx valve without complications. On pod #1, the patient was discharged home in stable condition.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: a4, b5, b7 and h2. H11: corrective data: corrected section h6: method and conclusion codes.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A manufacturing related issue was not identified. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that a patient with a 27mm aortic valve underwent a valve-in-valve after an implant duration of eight (8) years, seven (7) months due to stenosis and regurgitation. The tavr was successfully performed with a 29mm valve.